Manufacturer narrative:
Aa beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the reference electrode to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported erroneous ise (ion-selective electrode) results were generated on the au5800 clinical chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no change to patient treatment in association to this event.